Manufacturer narrative:
Investigation results: visual investigation: collective report - here we found deformed latches/tips of the slider sheet and clip jams. In addition, the complained sample for cc400571982 is not available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. If the sample becomes available in the future, the investigation will also be updated at that time. Based upon the investigations results, a corrective action and preventive action (CAPA) has been initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs. According to the complainant, the clip refill detached from the clamp. Only two (2) clips were able to be applied. Patient harm was unknown. The adverse event / malfunction is filed under aag reference (B)(4).